Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the angulated, non-calcified obtuse marginal artery. A 2.25 x 20 synergy ii drug-eluting stent was advanced but failed cross the lesion. When the device was removed it was noted that the stent had dislodged in the catheter. The whole system was pulled out as one unit including the wire and the guide catheter to prevent the stent from slipping into the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the angulated, non-calcified obtuse marginal artery. A 2.25 x 20 synergy ii drug-eluting stent was advanced but failed cross the lesion. When the device was removed it was noted that the stent had dislodged in the catheter. The whole system was pulled out as one unit including the wire and the guide catheter to prevent the stent from slipping into the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the 80% stenosed target lesion was moderately tortuous and mildly calcified.